Manufacturer narrative:
An event of suspected air ingress through the sheath causing bubble in right coronary artery (rca) resulting in temporary hypotension and bradycardia was reported. The investigation found the sheath was noted to have a kink to be present in the extension tubing, possible due to shipment or storage conditions. The tip of the sheath was able to be actuated with ease. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott is issuing this important field safety corrective action for the amplatzer steerable delivery sheath (asds) due to the air ingress trend. Abbott has identified air ingress as a potential illness or injury. The CAPA (action 132620) investigation has confirmed that the asds integrated hemostasis valve design and procedural use allow for air to ingress when optimal air management techniques are not adhered to by physicians. As a result of this finding, abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 14f amplatzer steerable delivery sheath was selected to implant a device. During the procedure, there was suspected air ingress through the sheath causing bubble in right coronary artery (rca) resulting in temporary hypotension and bradycardia, patient recovered with medication. The device was used to continue the procedure. The patient is stable.